Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing was observed on the ventricular channel. The patient was asymptomatic. Programming changes were made, and there have been no alerts since.

Manufacturer narrative:
(B)(4).